Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and all operating currents were within specification. No unexpected off no power alarms, failed battery alarms, battery out limit alarms, or low battery alarms were noted. No time and date reset anomaly was noted after the battery change. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported that the insulin pump turned on and off multiple times on its own. Customer stated that they received a few battery out limit alarms, failed battery alarms, low battery alarms and off no power alerts. Customer stated that they did not receive a low battery alarm prior to the off no power alarm. Customer also stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 8.2 mmol/l. Nothing further was reported.